Event description:
A stiff glidewire and 4 french kmp catheter were used to cross the calcified occlusion of the distal sfa (superficial femoral artery). The viper wire was then placed and positioned in the popliteal artery. Csi stealth rotational atherectomy was then performed using the pilot 1.25 device to establish a channel of antegrade flow through the occlusive calcification of the distal left sfa. During atherectomy, periodic intra-arterial nitroglycerin was administered. Catheter passes performed per IFU. Followup angiography was performed. Further atherectomy was performed with a 2.00 stealth catheter at low, medium and high speed. Followup angiography was performed. Catheter was placed over a wire into the distal sfa where popliteal and tibial angiography was performed. The viper wire had been removed. It was noticed that the floppy tip of the wire was no longer attached to the wire itself. An approximate 2.0 cm segment of wire was noted at the popliteal fossa. Angiography revealed this to be a segment of the working viper wire that was now located within a genicular branch arising from the above knee popliteal artery segment. A portion of the wire persisted within the flow lumen of the above knee popliteal artery. It was decided to attempt to retrieve this foreign body with a triple loop end snare. A 4 french 110 cm shuttle sheath was placed over a wire into the above knee popliteal artery segment. A 2-4 mm ensnare device was then advanced into the popliteal artery with attempts to secure the wire fragment. During attempts to secure and retrieve the wire fragment, the wire migrated further into the genicular branch and was no longer accessible by snare. No further wire was noted within the flow lumen. It was decided to abandon attempts at retrieval of this foreign body.======================manufacturer response for guidewire, viperwire advance guidewire (per site reporter).======================none at this time.